Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that they had another pump administer the drug too soon. This is now the second confirmed issue of this type. The pump number is (B)(4). It is not due for maintenance until november. The cassette was emptied 4 hours early. It was programmed correctly for 2.2ml per hour and the display said 87.55ml given, but it was completely empty except for the 0.6ml I was able to draw out. No patient injury reported. (B)(6). No additional information available.